Event description:
The customer reported that they lost cine images. There is no report of serious injury or death related to this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. All the connections in workstation were reseated. The system was tested and found to be working as intended and put back into service.